Event description:
The caller reported that their t:slim x2 pump was not charging despite using the recommended tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support determined that the pump required replacement and arranged for a new pump with updated software to be sent to the customer. The customer was informed of the necessary steps to follow upon receiving the replacement and agreed to return the faulty pump using a pre-paid label. The customer will use mdi as backup therapy to ensure uninterrupted insulin delivery.